Manufacturer narrative:
(B)(6). Investigation results: device evaluated by MFR: the main coil, the introducer sheath and the delivery wire were returned to our post market quality assurance laboratory. Visual inspection was performed, and it was observed that the main coil was bent and stretched at the primary coil section. Moreover, the arm coil was detached. Dimensional inspection of the main coil revealed the components were within specifications. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review performed for the interlock .035 device confirmed that the events of main coil unable to advance in catheter, bent/kinked, detached/separated and stretched are known events defined in the products risk management documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific concludes the most probable root cause as unintended use error caused or contributed to event instructions. Device analysis revealed the interaction between the user and device, or sample, caused or contributed to the error.

Event description:
Reportable based on device analysis completed on 26feb2026. It was reported that coil was stuck and could not be pushed out. The target lesion was located in the internal iliac aneurysm. An 8mm x 40cm interlock .035 coil was selected for use. However, during the procedure, it was noted that the coil was stuck distal part of the microcatheter and could not be pushed out. The procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient was stable post-procedure. However, device analysis revealed an arm coil detachment.